Manufacturer narrative:
Section d1: brand name corrected section d4, primary UDI number: corrected section g3, there was no patient involved in this event. The PMA# provided is associated with most recent approval. Section h5/h8: usage of device corrected manufacturer's investigation conclusion: the reported event of damage to the housing of the power module was confirmed. The power module (serial number: ppm-14512) was returned for analysis to the service depot and damage to the housing of the power module was confirmed. The top and bottom housing, internal cable connector, and 12v backup battery were replaced. The power module was functionally tested and passed all testing. It was stated that the power module would be returned to the customer. A root cause for the reported event was unable to be conclusively determined through this analysis. Device history records for the power module (serial number: ppm-14512) were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The heartmate power module instructions for use (IFU) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a information unavailable because no patient was involved. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a heartmate power module had been damaged and it needed to be sent in for repair. The patient cable sockets were pushed in with enough force to break the plastic around them. The product was not a patient owned power module so there was no patient involvement when the damage occurred.